Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an battery depleted set two times. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary of (B)(4). The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.